Event description:
It was reported that a call was placed by the intensive care unit rn to the answering service because the pt's pressures were extremely low and they did not see systolic reading on the pump. When the clinical support specialist (css) spoke with the rn, they had a (B)(6) female that was post av (aortic valve) replacement with CABG (coronary artery bypass graft). The pt became very unstable in the operating room and on (B)(6) 2013 an intra-aortic balloon (iab) was placed through the sheath via left groin with no issues. The pt was currently on a respirator, with a paced rhythm of 80 bpm and maxed out on epi, norepi, levophed, and milrinone. The intra-aortic balloon pump (iabp, s/n (B)(4)) was pumping without any alarms. The pressure readings on the pump were: no systolic reading; (B)(6); diastolic-24; map-25. The rn stated getting a cuff pressure of 40/20. The css explained that a cuff reading would pick up the pump augmentation as a systolic pressure. The css explained that the only cuff pressure you could take for an accurate pressure would be to pause the pump and that pressure would be the pt's unassisted pressure. The css asked the rn if the pt had a pulse without the pump pumping. The rn said the pt had a pulse with the pump, but when the css had the rn pause the pump there was no pulse. The css asked the rn if they could see any arterial pressure waveform when the pump was paused; there was none. The css told the rn that they thought the pt was in pea (pulseless electrical activity). The surgeon was present and the rn told the surgeon what the css thought. The doctor examined the pt and pronounced the pt dead. There were no pump strips generated or x rays for review. There was no medical/surgical intervention or delay/interruption in therapy.

Manufacturer narrative:
Sample will not be returned for evaluation.